Manufacturer narrative:
Product analysis: the amphirion deep pta balloon catheter was received within a sealed plastic biohazard pouch, within its opened labelled shelf carton, and loosely coiled within a plastic pouch. No ancillary devices nor procedural cines were received for analysis. The amphirion deep catheter lot number data printed on the y-manifold is consistent with the shelf carton label and reported event. The balloon catheter was received with the balloon chamber in a post-inflation profile, (e.g. Not tightly wrapped or winged). The inner guidewire lumen within the balloon chamber appears to be stretched and undulating. A 10cc water filled syringe was attached to the proximal hub luer lock of the y-manifold and the guidewire lumen was flushed; a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.014¿ guidewire was loaded through the distal tip of the catheter and navigated with ease out the proximal hub of the y-manifold. A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold and a vacuum was pulled. The vacuum could be pulled but not maintained indicating communication between the balloon chamber and inflation lumen. The syringe was pressurized, and the balloon chamber could be inflated. A 20cc water filled syringe with manometer was attached to the inflation lumen luer lock and the balloon chamber could be inflated to nominal pressure of 7 atm but could not maintain the pressure. Upon closer examination the proximal radiopaque marker band was proximal of the balloon chamber¿s proximal balloon cone. Directly above the radiopaque marker band the inflation lumen had ¿burst¿. All components of the amphirion deep pta balloon catheter were accounted for. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information update: the pressure noted during the balloon burst is unknown. The balloon did not fragment. All components of the device were safely removed from the patient. No intervention was required to remove the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an amphirion deep pta balloon with a non-medtronic inflation device during treatment of a calcified cto (chronic total occlusion-100%) in the patient¿s distal anterior tibial artery. Moderate vessel tortuosity and calcification are reported. The device was prepped as per IFU without issue. The device was not passed through a previously deployed stent and no resistance was encountered during advancement. It is reported a balloon burst occurred after inflation. The device was replaced with another amphirion deep pta balloon to complete the procedure. No patient injury was reported.